Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 230 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and his blood glucose reading was 445 mg/dl the morning prior to call. Customer's blood glucose reading was 370 mg/dl at the time of call. Customer treated with manual injection. No high blood glucose troubleshooting was performed. Customer also reported that there is nothing on the insulin pump screen it was flashing and vibrating. Unable to confirm if the time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed displacement test and self test. Sleep current measurement and active current measurement within specifications. All buttons functioning properly. No damage in the keypad assembly noted. Connector on electrical board was inspected and properly connected. No unexpected blank display anomaly noted. Device received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window and keypad overlay texture damage